Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "an incident occurred with the loops of reference 011050-01. Specifically, on two units from the same box, the loop detached during the procedure. This has led to difficulties retrieving it. No negative impact in state of health reported.

Manufacturer narrative:
Additional information: as the product has not been returned, a final determination of the root cause is not possible. By reviewing root causes of similar cases of the same product, it is most likely that the cutting loop got damaged by mechanical overload. According to the IFU overloading and exerting to much force can cause the medical device to break, bend or malfunction. The event is filed under internal karl storz complaint ID: (B)(4).